Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a data file was provided by the customer for analysis. The customer reported the capsule had an early detachment. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found: by the attached file it is impossible to determine the cause of the reported problem. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule had an early detachment. Repeat procedure was performed. There was no patient harm.